Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic procedure the device would not fire, the surgeon was unable to press the green button and squeeze the handle. To fix the issue another device was used. There was no patient injury.